Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: h6 - type of investigation (10 - device evaluation is not applicable to this event). The subject device was manufactured in february 2024, but the exact date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that breakage of the connecting tube occurred due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The event can be detected and prevented by handling the device in accordance with the following instructions for use: 9. Preparation and inspection 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube connector was cracked. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h11. It was presumed from the results of an additional investigation that external stress was applied to the connecting tube, which led to breakage of lock lever of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress.

Event description:
The suggested event was clarified to be: "breakage of the lock lever of the connecting tube".